Manufacturer narrative:
Patient information received.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that x-ray batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts has not been received by the manufacture for evaluation. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that during a procedure, the mobile view station (mvs) was powered on and was functioning normally, the image acquisition system (ias) shuts down randomly without any warning. It was reported that the image acquisition system (ias) worked normally until shut down. The procedure was completed with the use of imaging. No information was provided on delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) was updated. Device manufacturing date was updated.